Event description:
It was reported the surgeon was revising the implant because the pt had complained of knee pain. It was discovered intraoperatively that the implant had fractured across the center.